Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erroneous ise (ion selective electrode) patient results for sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) with low anion gap. The customer did not provide patient demographics. There was no report of change to treatment, injury, or death associated to this event. The customer provided patient data for three (3) patients.

Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer evaluate the dxc 700 au clinical chemistry analyzer over the phone. The customer replaced the roller tubing to resolve the issue. The system performance was verified successfully. The customer was satisfied with support. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).